Event description:
It was reported that the device fell apart in a case that took place between (B)(6) 2013. The tip broke off in the patient but was retrieved. It was believed that it was the tissue pad that broke off. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report and was reported to be discarded by the user facility.